Event description:
A bath bench w/o back that collapsed while in use.

Manufacturer narrative:
(B)(4). The patient hit her side and back and needed the rescue squad to help get her up. She states she is bruised.